Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and review of device data noted the battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported.